Manufacturer narrative:
Implanted: (B)(6) 2008 explanted:; product typ programmer, patient product ID 8709sc lot# serial# (B)(4) implanted: (B)(6) 2008 explanted:; product typ catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A catheter dye study was done approximately 8-9 months prior which revealed a granuloma at the catheter tip. The pump contained dilaudid, which was changed out with saline and the pump was turned down. It was planned to remove the pump and catheter but at the time of this report, the size of the granuloma prevented catheter removal. Further information is being requested at this time; a supplemental report will be submitted if additional information is received.